Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose. Customer blood glucose was at the level of 1230 mg/dl. Customer was treated with insulin pump. Customer declined troubleshooting for high blood glucose. Device is expected to be returned for analysis.